Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty cable connected from the subject device to the main monitor and provation or due to a connection failure of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera iii video system center had no image present on the main and provation monitors. The customer advised the room is integrated, and that video cables run from the processor to the wall plate, and from the wall plate to the monitor on the wall and computer. The customer informed the tac representative that a case was about to begin, she routed the video cables from the processor directly to the main monitor and computer, and a video image was now present verifying the processor / computer / main monitor as functioning properly. The issue was resolved, and the device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image present on main and provation monitors. The issue was found during preparation for use, prior to a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The operation was completed with the same device, and without delay. There were no reports of patient harm.